Manufacturer narrative:
Not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2012. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. Thromboembolism was also reported in follow-up information dated (B)(6) 2013, although it was not reported as an adverse event. At the last follow-up in (B)(6) 2016, central leak 1+ was reported with a mean gradient of 9 mmhg.

Manufacturer narrative:
Corrected information: description of event or problem- event summary - thromboembolism was initially reported, but was found to be a data entry error and did not occur. Upon follow-up with the site, it was confirmed that a thromboembolic event did not occur. Rather, the reported information was a data entry error (the records have since been updated). Furthermore, previous communication from the site indicated that intra-prosthetic regurgitation of 1+ is defined as mild regurgitation without any hemodynamic consequences. As such, no adverse event has been identified and no further investigation was warranted. There is no evidence of device dysfunction.

Event description:
A perceval valve was implanted on (B)(6) 2012. On (B)(6)2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. At the last follow-up in november 2016, central leak 1+ was reported with a mean gradient of 9 mmhg. The patient was in nyha class I at the last follow-up.